Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder had poor sleeve function, which caused a leaked from the rubber sleeve. This event occurred 8 times. No patient and/or user were harmed. The following information was provided by the initial reporter. The customer stated: leakage from rubber sleeve during samples. Blood to holder and lab nurse hands. No photos. Leaked rubber sleeve. When did the incident occur? During use.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368835. Lot/batch #: 3206429. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown . D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.